Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast prosthesis rupture, right breast capsular contracture. Concomitant products: mentor smooth round moderate plus profile 500cc saline breast prosthesis, catalog #3502500, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 500cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was confirmed by a doctor¿s physical exam. In addition, the patient developed baker grade IV capsular contracture in her right breast. As a result, the patient underwent explantation on (B)(6) 2020. The reported implantation date is before the manufactured date of the suspect medical device. Mentor will report the dates as received. If mentor receives clarification on the implantation date, a supplemental report will be submitted.

Manufacturer narrative:
On 18-feb-2020, mentor received additional information about the event. The patient had both of her breast prostheses removed and they were replaced with mentor 550cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: it was initially reported that the implantation date is (B)(6) 2015, which is before the manufactured date of (B)(6) 2015. Invoice data was reviewed for the device, and the device was invoiced on (B)(6) 2016. Implantation date has been changed to an estimate of (B)(6) 2016. On (b(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a breast implant rupture and capsular contracture. During visual evaluation of the device, a crease was observed in the posterior view. Additionally, a tear within the crease was noted, measuring approximately 0.1 cm. The evaluation determined that the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore, no further investigation is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).